Event description:
Customer stated "gave her a shock up her arm." The product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the product had appeared to of been misused. The pad was bunched, the leads were bent, the thermostats were bent and discolored. Defects like these are typically only seen in product that has been folded or laid on while being in use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." Furthermore, this product did not show any signs of the pad/switch giving off an electrical shock.